Manufacturer narrative:
The companion hospital cart will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.

Event description:
The syncardia hospital cart is a large cart with wheels that provides a docking station for the companion 2 driver. It has a large display screen and user interface. It is intended for use in the hospital during the syncardia temporary total artificial heart (tah-t) implant procedure and subsequent surgical recovery phase. The customer reported that the monitor on the hospital cart lost calibration and the touch function did not work. The companion 2 driver that was supporting the patient was switched to a backup hospital cart. There was no impact on the patient. This alleged failure mode poses a low risk to the patient because the reported issue had no impact on the ability of the companion 2 driver to perform its life-sustaining functions to the patient. The operating parameters for heart rate (beats per minute), left and right drive pressure, and percent systole were visible on the companion 2 driver's touch screen display.